Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient experienced pain at ther scs ipg pocket site along with bruising and ipg migration per the patient. These issues occurred regardless of stimulation. As a result, the scs ipg was explanted and replaced with a different model and the pocket site was relocated.